Event description:
Device 1 of 2: reference MFR report: 1627487-2012-09858. The pt is implanted with four percutaneous leads. Three of the four leads are from the same lot. It was reported the pt has been experiencing ineffective stimulation coverage. A full parameter diagnostic indicated invalid impedance values on several contacts. Reprogramming was used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.